Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line, the following information was received by the initial reporter with the following verbatim. It was reported by customer that tubing did not prime correctly create air.